Event description:
A customer reported the unit would not phaco during a case. The system was switched out and the case was completed. Additional information was requested. Additional information, received from the surgical technician, indicated when the surgeon switched to the sculpt mode the functions stopped. The system was rebooted without success. The system was then switched resulting in a 15 minute delay. There was no patient harm or cancellations reported.

Manufacturer narrative:
The facility has ordered a foot pedal and cable. The replaced footswitch will be sent in for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).